Event description:
General report received of an unspecified number of undocumented incidents of clave secondary ports remaining in the depressed position. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. After unspecified lengths of time, the customer contact reported that the male adapter of needleless valve connectors connected to unspecified secondary tubing sets and were connected to the clave secondary port on the cassette of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. The customer contact reported that after the piggyback deliveries were complete, the nurses disconnected the needleless valve connectors from the clave secondary ports. At these times, it was reported that the silicone sleeve of the clave secondary ports remained in the depressed position. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
Investigation is not complete. The lot number of the devices that were in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 201295h. This report represents all the info known by the reporter upon query by hospira personnel.